Event description:
Pt with traumatic fracture was placed in left lateral position on fracture table with traction. At end of procedure when surgical drapes were removed, counter traction support was found to be broken.